Event description:
Imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 6.5 and 22.1 mmol/l within a ten-minute timeframe. Mother did not treat the pt based on results, as they were feeling low.

Manufacturer narrative:
Customer's product has been requested for investigation.